Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. The patient described the area as red circles from electrodes rubbing raw. There was no alleged device malfunction contributing to the irritation. The patient¿s physician ended use for the skin irritation. Follow up indicated that the skin irritation improved.